Manufacturer narrative:
H.10: reportability decision changes to not reportable event since the user damaged the pump display and only touchscreen function was compromized. This event is not likely to result in death or serious injury since there is no impact on pump functionality.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) control panel was not working properly during setup. No additional details on the malfunction have been provided to livanova. There was no patient involvement.